Manufacturer narrative:
The thermogard xp ivtm system in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the thermogard xp ivtm system (sn (B)(4) displayed mid:20 (adc1 timeout) error message during power on self test (post). Patient use information was requested but no additional information was provided.